Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; only a video and 7 unused cartridges from the same lot were returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol may have gotten damaged when using the cartridge with an automatic handpiece. The surgery was completed without product replacement. There was no patient harm. Damage of the cartridge is suspected because there were no damages on the iol optic before implanting. Also there were no problems when using the automatic handpiece with a cartridge of a different lot. The damaged iol was implanted as it was, but there is no possibility that it will be explanted in the future, as one month has passed after implantation and it has not affected the patient's visual acuity. Additional information was requested.

Manufacturer narrative:
Product evaluation: the used cartridge complaint sample was not returned. The reported damaged lens was not returned for evaluation. A short video was provided. The video plays extremely fast even on slow speed. The cartridge and lens preparation are not shown. As the lens unfolds in the eye, a strip of material can be observed on the right side of the posterior surface. This may have been interpreted as the reported optic damage. No lens damage was observed. Seven unopened cartridge samples were returned for lot. The seven unopened cartridge samples were visually inspected. No abnormalities or foreign material was observed. No sharp areas were observed in the inner lumen. One cartridge was selected randomly from the seven-returned unopened samples. Functional testing was conducted. No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Cartridge product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece was indicated. It is unknown if the indicated lens was in the qualified diopter range. A non-qualified viscoelastic was used. The root cause for the reported lens damage could not be determined. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., and h.10. The root cause for the reported lens damage could not be determined. The used cartridge was not returned. The reported damaged iol was not returned. No determination can be made without physical evaluation of the complaint sample. Review of the provided video did not show the reported optic damage. As the lens unfolds in the eye, a strip of material can be observed on the right side of the posterior surface. This may have been interpreted as the reported complaint. Based on the review of the provided video, the reported damage may have been internal coating material from a damaged cartridge. It is unknown if the iol was in the qualified diopter range. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).